Event description:
It has been claimed by the customer that the device's handcontrol worked but in an improper way - when the button on handcontrol responsible for adjusting the knee section of the bed was pushed, the backrest section was moving. Unintended movement occurred also when the button responsible for backrest movement was pushed and activate the knee section. No information about injuries have been received as far.

Manufacturer narrative:
(B)(4). Additional information will be provided following the visit at the facility by sales and service technician and conclusion of the investigation. (B)(4).